Event description:
It was reported that the user experienced repeated occlusion alerts on the ilet after multiple supply changes, with initial use error identified when the cartridge was attached to the connector outside the pump; after coaching, the user completed a correct cartridge and tubing change, the alert cleared, but later occlusions recurred and troubleshooting isolated the issue to the short tubing, which was replaced. Symptoms included a sensation of chest heaviness. Outcomes included resolution of the alert following supply replacement and continued monitoring by the user without need for medical care. Investigation included guided troubleshooting, verification of insulin flow through the tubing to the pitchfork, and systematic component replacement. Investigation of this case revealed that incorrect assembly contributed to initial occlusions and that subsequent occlusions were attributable to the short tubing. It was concluded that, based on previously established findings for similar reports, the device functioned as designed and that use error and suspect short tubing were the likely causes of the occlusions.